Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that an administration set was not priming. There was no flow of medication through the set. No patient injury was reported.

Manufacturer narrative:
Retraction: please disregard the initial report submitted with the MFR: 3012307300-2022-14635. The report was submitted in error.